Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery a polarstem modular head for 21000662 broke off. Piece recovered. Surgery was finished with the same device. The device, used in treatment, was not returned for evaluation. Therefore, the relationship between the device and the reported event cannot be confirmed. The production documentation could not be reviewed, since no batch number was communicated. Therefore, it cannot be determined whether the part met manufacturing specification at the time of release. A complaint history review was performed. Furthermore, the failure of the device is in line with the associated risk file. Since no batch number was received, it cannot be determined whether previous escalations were performed for this device. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. A medical assessment could not be performed due to the limited amount of information provided. No patient injuries or adverse consequences were reported. The root cause for the reported issue cannot be determined and the failure mode cannot be confirmed. The polarstem modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a thr surgery a polarstem modular head for 21000662 broke off. Piece recovered. Surgery was finished with the same device, without any surgical delay.